Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial #: (B)(4), implanted: (B)(6) 2011, product type: catheter. Other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(4), ubd: 10-mar-2013, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacture representative regarding a patient receiving morphine (40 mg/ml at 3.997 mg/day) and bupivacaine (30 mg/ml at 2.998 mg/day) via an implanted pump. The indication for use was non-malignant pain. It was reported the patient was not receiving adequate therapy. The cause and actions taken were unknown. A catheter revision was performed, on (B)(6) 2019, and a portion of the existing pump segment was explanted and replaced with pump revision segment. It was noted the issue was resolved.